Event description:
It was reported that an alarm 01 occurred while cartridge was in use, and caller could not confirm any visible damage such as cracks on the original cartridge. There was no reported impact to the customer¿s blood glucose level, as caller declined to provide information about any blood glucose changes. Customer kept original cartridge available for return, and technical support arranged for cartridge return and instructed caller to load a second, new cartridge, after which customer successfully resumed insulin delivery.